Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, hematocrit dropped after laparoscopic right colectomy and one transfusion was given. The event lead to extended hospitalization for 4 to 5 days.